Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported that during an unspecified spine surgical procedure, it was observed that motor device displayed e6 and e7 error codes while in use with two attachment devices. There was a five minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The surgery was completed successfully. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor and flex circuit was heavily corroded which caused the e6 and e7 error codes. It was determined that this corrosion built up over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.